Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated and the navigation system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the site experienced difficulties tracking instruments. It was reported that instruments would verify with no difficulty. However, when instruments were introduced into the anatomy, the patient's nose, the metal interference value increased and instruments would stop tracking. It was noted the issue occurred with multiple instruments. The emitter position was noted to be in the site's standard location about two inches above the forehead. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. It was later reported that the site were able to register the patient, but when progressing to navigation, the trackers could not be viewed by the navigation system.